Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. At this time, this pacemaker remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. At this time, this pacemaker remains in-service. No adverse patient effects were reported. Additional information received indicated that this pacemaker was explanted, replaced with non-bsc device and returned for analysis. No additional adverse patient effects were reported.